Manufacturer narrative:
Concomitant medical products: 5076 implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that they received four shocks the previous day. In addition, they received one shock about two months ago which put them in the hospital. Now the patient reports seeing "bright lights and feeling electrical activity". The patient questioned if their symptoms had anything to do with their device. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.